Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were suture reactions and incision dehiscence with the device. The patient status was unknown.